Event description:
(B)(4). It was reported that dyspnea and in-stent restenosis occurred. On as unspecified date, index procedure was performed. The 10 x 3.5 mm, 60% stenosed target lesion was located in the native distal left anterior descending artery(lad). The lesion was treated with direct stent placement using a 12 x 3.50mm taxus liberté stent. Following dilation, residual stenosis was 0%. On (B)(6) 2012, the patient presented due to dyspnea for 2 weeks. The patient was scheduled for stress test which revealed abnormal results and repeat cardiac catheterization was performed. Target vessel revascularization was performed to treat the 70% in-stent restenosis of the previously placed study stent in distal lad.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).